Event description:
It was reported the rv lead was capped and replaced due to "crush syndrome - lead malfunctioned." No patient complications were reported as a result of this event. The atrial lead was capped and replaced due to apparent fracture. No patient complications were reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. The atrial lead was added. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.